Event description:
Device was implanted on 1/31/95. The cuff was removed on 3/17/95. The cuff was reimplanted and the pump revised on 8/15/95. The cuff was removed on 10/19/95. The remaining components were removed from the pt and an entire device implanted on 7/12/96.